Manufacturer narrative:
In the previous report was missing; additional information" in previous report should not be selected.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that 10 days post-implant, wound swelling was observed. Debridement was performed from the wound. Two weeks later, another hematoma occurred causing an infection. Pacemaker and lead were explanted. The wound was cleaned, and a new system was replaced. The patient is in stable condition before and following the procedure.